Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported filling cartridge with cold insulin, filling new cartridges with residual insulin pulled from used cartridges, and changing pump supplies every 7 days. Customer was instructed to fill cartridges with fresh, room temperature insulin and was informed that pump supplies should be changed every 2-3 days per the user guide. Customer successfully resumed insulin delivery. Customer's blood glucose was 178-400 mg/dl.